Event description:
During prep, the dilator of the sheath was defective and did not work, manufacturer response for basic hydrophilic coated introducer sheath, basic hydrophilic coated introducer sheath glidesheath? (Per site reporter). Site contacted mfg [manufacturer] rep. Directly to report event and return device.